Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial tachycardia ablation procedure a cardiac perforation occurred. During transseptal puncture a perforation was noted and confirmed with ultrasonography. The perforation was located close to the left atrium. The procedure was ended and the patient was monitored with no intervention required. There were no performance issues with any abbott device.